Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18963. It was reported that, during the patient's ipg replacement procedure (related manufacturer reference number: 1627487-2021-18873), x-rays revealed that one of the patient's leads had migrated down two vertebral bodies. As a result, the physician replaced the patient's lead, resolving the issue. Note: it was unknown which lead had migrated so both are being reported on.